Manufacturer narrative:
One company handpiece was returned for evaluation for the report of the injector rod cannot move forward . A visual inspection of the intraocular lens (iol), handpiece injector was performed and was found to be nonconforming. The plunger was observed to be bent. A functional thread to barrel engagement check was performed and found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found non-conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the injector rod not moving forward. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 15 mos. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, it was found that the bolt pattern can be moved but the injector plunger cannot move forward, making it impossible to implant the lens. There was no patient harm.